Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. The PICC (peripherally inserted central catheter) line was unclamped, sensor was secured to the skin, and the PICC line did not appear to be kinked; it flushed without resistance and had blood return. The set was filled with 8g flucloxacillin in 230ml sodium chloride 0.9%. This was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from august 9, 2019 - august 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.